Event description:
It was reported that the message "battery low" appeared on the screen, then the screen went blank but the ventilator seemed to still ventilate. It was also reported that the pt expired later.